Event description:
I used bausch and lomb renu no rub for contact lens. For over a month I soaked my contacts in renu no rub lens cleaner overnite. Each morning upon inserting my contact lens my eyes became red and irritated and my vision blurred. I finally changed to another contact cleaner after which I heard on the news of the problems with no rub.